Manufacturer narrative:
(B)(4). Manufacture date: march 8, 2017 - march 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of infusion residual volume was identified in a large volume folfusor. The device was filled with 4350 mg of 5fu and g5% to a total volume of 263 ml. The expected infusion time was 48 hours. The volume remaining in the pump was about 30% of solution. There was no patient injury or medical intervention associated with this event. No additional information is available.